Event description:
A review of a (B)(6) female patient's download revealed several abnormal shutdowns. The patient was contacted by zoll customer support and issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed by zoll engineering. The reported problem (abnormal shutdowns) has been confirmed. Upon evaluation the digital signal processor (u500) on the monitor's computer/analog board was found to be defective. The cause for defective u500 cannot be positively determined. No adverse event resulted from the defective component. The patient received a replacement monitor.